Manufacturer narrative:
Date of event was approximated to april 01, 2025 as no specific event date was reported. Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted for an unknown indication during a biliary stenting case performed on an unknown date. Prior to procedure, after opening the box and trying to remove the plastic piece from the tip of the stent, the stent started deploying, and the plastic piece was unable to be removed. Another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted for an unknown indication during a biliary stenting case performed on (B)(6) 2025. Prior to procedure, after opening the box and trying to remove the plastic piece from the tip of the stent, the stent started deploying, and the plastic piece was unable to be removed. Another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on may !4, 2025: it was reported that the event date and procedure date was on (B)(6) 2025.

Manufacturer narrative:
Blocks b3, b5, has been updated with the additional information received on may 14, 2025. Block g2 was corrected to "company representative" and "health care professional" block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Block h11 a wallflex biliary stent and delivery system were returned for analysis. Visual inspection found the stent partially deployed. No other problems were noted to the stent or delivery system. Product analysis confirmed the reported event of stent premature deployment due to the condition in which the stent was returned. The investigation concluded that the reported event was most likely due to procedural factors as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, the most probable root cause of the reported event is adverse event related to the procedure.